Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The reported blood glucose reading was 60 mg/dl. The customer stated that he believes he over bolused, causing his blood glucose to go low. The customer was unavailable to perform troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.